Event description:
On may 17th, the user contacted dario to report low blood glucose (bg) readings. The user reported receiving bg readings from his dario meter that were 30 mg/dl - 40 mg/dl less than the bg readings that he received from his two other non-dario meters. The user stated that he wears a cgm in addition to testing with the dario meter. The user reported that he went to his doctor and discussed with him the bg readings that he received from his dario meter.

Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user went to the doctor due to dario's low bg readings. In addition, the user reported that the doctor advised him not to use the dario meter since the user takes insulin. The user has discontinued the user of the dario meter. There is not enough information regarding the meter and strips available to further investigate this case. Therefore, no resolution is available.